Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. It was stated that the product was not adhered to due to being pulled by an accident. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.